Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas did not identify any device-related issues. A specific cause for the reported intracranial hemorrhage and patient outcome could not be conclusively determined through this evaluation. The heartmate ii lvas was returned surrounded by native tissue. The driveline was severed approximately 1¿ from the pump housing and the remainder of the driveline was not returned. The flex section was severed in half, and the inlet tube and the proximal end of the flex section were not returned. The inlet elbow and the distal end of the flex section were returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Tissue-like coagulated blood mixed with loosely coagulated blood was observed throughout the device. This coagulated blood appeared to extend from the inlet elbow, through the pump, and into the outflow graft prior to disassembly of the device. The lack of structure or areas of denaturation in the coagulated blood suggests that it developed acutely, which appears consistent with poor surface washing as a result of post-mortem blood remaining in the device. No developed depositions or thrombus formations were identified which would have contributed to a potential flow issue. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The heartmate ii lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired. The team was unaware if the lvad had any factor in the patient's death. The patient expired due to intracranial hemorrhage.